Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used nor recharged the scs system in at least one month. Reportedly, the patient programmer nor charger will locate the ipg. In turn, the patient programmer displays an error message. Subsequently, the ipg was deemed inoperable by the company representative as troubleshooting with another charger did not resolve the issue. As a result, surgical intervention is pending as the next course of action.

Event description:
Follow-up identified surgery took place wherein the ipg was explanted and replaced which resolved the issue.